Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous lad. The product was unable to pass through the pre-dilated lesion. Several flips of the stent were confirmed. It has not been confirmed before insertion. A new stent was used, and the procedure was completed without any problems.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end and in its center, several struts are bent outwards and are everted. Judging from the x-ray markers the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.